Event description:
The physician retracted the guide wire before reducing the magnetic field using the niobe magnetic navigation system. The cronus cs guidewire magnet sheared off of the wire. This occurred during a bi-ventricular pacing procedure. The wire was in the coronary sinus when this occurred. The magnet piece remains in the vasculature. The physician is not concerned and believes there will be no complications from this incident. The patient is doing well.